Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been receiving multiple occlusion alarms during bolus delivery. The customer indicated that the apidra insulin seemed to be thicker by the end of the second day. The customer would usually clear the alarm and change the cartridge and infusion set. The customer's blood glucose level increased, however, the exact value was not provided by the customer.